Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that he was wearing the pod when he sought medical attention on (B)(6) 2025, due to the pod being loose, causing the cannula to come out and his blood glucose to elevate to around 400 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) fluids, IV insulin, and IV for nausea, staying for one day and discharged on (B)(6) 2025. Symptoms included vomiting and high blood sugar. The pod site had a lump that got bigger, red, and irritated. The patient uses podpals to help adhere the pod. A replacement pod was sent, and a agent callback was arranged for further clinical troubleshooting. The patient was advised to apply skintac around the cannula area and use overlay patches to improve pod adherence.